Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, "3 and 4 does not recognize a removed set." During eval, while attempting to load the set, the unit recognized the tube a point 2 and automatically showed points 3 and 4 were loaded, when the tube was not yet loaded. While attempting to unload a tube the unit showed points 3 and 4 loaded when the tube was not present, confirming the reported symptom. Eval found the condition was caused by a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported that a spectrum pump does not recognize a removed set at load points 3 and 4. It was also reported there was no pt involvement.